Manufacturer narrative:
The device is not available for investigation. Without the return of the device a probable cause is unable to be determined.

Event description:
An email was received regarding a 7" pressure infusion (400psig) ext set w microclave clear, purple clamp, rotating luer, bulk non-sterile, alleging that the intravenous (IV) extension had a tear in the tubing on an unspecified date. There was a delay in therapy, but the length of the delay was unknown. No medical intervention beyond replacing the device. There were a patient involvement and no harm.